Event description:
It was reported that the patient experienced pain from the implantable pulse generator (ipg) pocket site due to placement and requested an explant. The clinical specialist interrogated the device and found no issues. The device is working as intended. The ipg and leads were removed without complications. There was no report of patient harm or injury. The device is fully functional and working as intended. No device will be returned for analysis. The device history record was reviewed. No relevant nonconformance's were found to be associated with the patient's pain.

Manufacturer narrative:
Mml#: (B)(4). Other device explanted. Model: 8145, description: reactiv8 implantable stimulation lead, serial numbers: (B)(6), UDI #s: (B)(4).